Event description:
Nail broke at the end proximal of the distal bore holes. Revision surgery was required.

Manufacturer narrative:
Summary of eval: eval results suggest that the nail broke due to material fatigue.